Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the stent implant without the delivery system was returned for evaluation, confirming the reported stent dislodgement. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause of the reported stent dislodgement cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents from this lot. It should be noted that the multi-link vision instructions for use states: prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on visual analysis of the returned device and the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 4.0x28 vision stent delivery system (sds) was prepared normally. There was no resistance reported when the sds was removed from the hoop and no resistance was reported when the protective sheath was removed from the sds. The sds was advanced to the right coronary artery and inflated when it was noted that the stent was not on the sds. The back table was checked and the stent was found inside the protective sheath. The sds was removed from the patient anatomy and replaced with a non-abbott stent. There were no adverse patient effects. No additional information was provided.